Event description:
The device read 274mg/dl, 122mg/dl, 198mg/dl, 39mg/dl, and 107mg/dl. Caller states that she thought the results were taken within 5 minutes. No adverse event reported and no treatment received. No quality controls were used. Requested returned of suspect device and replacement was sent.